Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found a capacitor failure. Conclusion: confirmed the battery removal failure found during repair of the device caused by a capacitor failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test for battery removal; main printed circuit board assembly found out of electrical specification. Analysis also found the battery contacts were compressed and the battery drawer was damaged. Upper case and two side bail covers were found broken.